Manufacturer narrative:
Lot 16e028 was manufactured from may 14, 2016 to may 16, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The therapy during this event occurred between (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor infused the therapy solution at an unintended flowrate. The expected infusion time was seven days; however, a considerable volume of therapy remained in the device after infusion time was complete. The device was filled with fluorouracil 50mg/ml in nacl 0.9% to volume of 85ml, there was no patient injury or medical intervention associated with this event. No additional information is available.